Manufacturer narrative:
Sample is expected to be returned.

Event description:
Customer reports that routinely, a nurse tests the cuff before an anesthetist inserts the tube into a patient's airway. When a nurse tested the tube's cuff, the cuff leaked air. No patient involvement.